Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing blood glucose values in the 400 mg/dl and 500 mg/dl range while using the insulin pump. The customer believed that her settings were the cause of her hyperglycemic events. The customer treated her high blood glucose via insulin pump bolus. Troubleshooting for the device was declined. No products were returned or replaced.